Event description:
It was reported that during a visceral procedure, the device would not staple. The surgeon used another like device from another brand to perform the procedure, which ended without further issue. There were no adverse consequences for the patient. Additional followup: the devices closed well but did not staple. The incident occurred after the first activation. The incident occurred in the second movement. The stapler was used on the stomach, the tissue has not been irradiated. The reload used was green. No other reload or reinforcing material was used. No pre-existing staple line, no noise, no resistance at the time of the incident. After use, the buttons did not return to their original position . With the emergency opening system, the device has been removed from the tissues without difficulty.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one long60 device (a) was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The long60 device (b) was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly; the instrument opened closed and achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.